Manufacturer narrative:
(B)(4).this follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes which indicated revision due to polyethylene wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 30 years ago. Patient was revised 20 years post initial implantation due to polywear. Attempts were made to obtain additional information; however, none was available.